Event description:
According to the complaint at 7:30 on aug 15th, the nurse performed patient's right finger's blood glucose monitoring on the computer, the test result was 9.7mmol/l. At 7:43, the arterial blood sample was taken on patient's acrotarsium, the glucose result was 0.6 mmol/l. The nurse replaced to a blood glucose analyzer, where the test result was 8.1 mmol/l. The nurse took the patient's veinal blood, and sent the sample to the lab, where the glucose result was 7.8 mmol/l. Based on the performed measurements the customer considers the result of the abl90 flex analyzer (0.6 mmol/l) as a false low value.

Manufacturer narrative:
According to the customer the sample was not used for the patient diagnosis. When the field service engineer visited the hospital to check the abl90 flex analyzer and collect the sample for further investigation, the sample had been discarded. The root cause of the false low glucose measurement is unknown, but from communication with the hospital the root cause is suspected to be a pre-analytical error.